Event description:
It was reported that leads were unable to be turned on due to high impedance. X-rays showed no issues with leads. As a result, patient underwent surgical intervention wherein ipg was explanted and replaced. Issue resolved post operatively.